Event description:
Baxter-china received a customer report concerning a device that was involved in an overinfusion incident during patient use. The device was filled with 0.2 mg of fentanyl and 30 ml of procaine and 0.9% nacl as diluent for a total fill volume of 250 ml. The report states that the infusion was started in 2007 at 4pm and in the next day at 9 am, it was observed that only 20ml were left after 17 hours of infusion. The customer¿s expected infusion duration is 48 hours. There is no injury or medical intervention associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 10, 2007. Sample evaluation summary: one unit was received containing 31ml of solution inside the bladder. Upon receipt, the unit was visually examined for signs of abnormality; however, none were found. The imprint on the flow restrictor was noted to be correct. The solution inside the bladder was subsequently drained. Then per procedure, a flow test was performed on the unit for 43.5 hours. At the end of the flow test period, the following flow rate (ml/hr) was produced from the unit: calculated 4.87, normalized (2.5%) 4.99, specification range 4.50 --- 5.50. The flow rate was found to be within the specification range. Therefore, based on the evaluation findings, the device performed as expected. A batch review has been conducted by the manufacturing qa group which revealed that the lot passed all release criteria. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.